Manufacturer narrative:
(B)(4). D10: pn: pm0003907 ln: 014940 eade rt pm mini rvs glenoid. Pn: 110030776 cr 40mm glenosphere std cocr ln: 65311886. Pn: 110031402 mini tray std cocr +3 offset ln: 65163610. Pn: 110031427 cr vivacit-e 40mm brng std ln: 65164149. G2: foreign- australia. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right shoulder was revised due to glenosphere dissociating from the vrs and the central screw loose or backing out. No additional patient consequences were reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11 complaint sample was evaluated and the reported event was confirmed. Visual examination of the screw returned shows sign of use and wear and tear. The hex feature of the screw is damaged and there is some bio debris in the threads of the screw. Review of the available x-rays identified the following: right reverse tsa with separation of the glenosphere and associated dislocation of the glenohumeral joint. Bony fragments are seen in the joint space, possibly evidence of a fracture. Question mild osteopenia. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.